Event description:
On initiation of treatment, the pt complained of pain at the cannulation site. The fistula needle was capped and clamped and a second fistula was inserted. Because the pt had been heparinized, the first needle was left in place during treatment. Approx 45 mins into treatment the tech notices the clamp on the first fistula was open and blood had leaked out around the cap onto the pt's chair. Estimated blood loss is 100cc. No pt injury is reported and no intervention was required.